Manufacturer narrative:
Trackwise ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope had a black spot on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope had a black spot on it. They continued using scope and got tagged after the case. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.